Manufacturer narrative:
The following fields were corrected: d4. Medical device lot #: 4100629. D4. Medical device expiration date: 06-dec-2025. H4. Device manufacture date: 09-apr-2024. D.4 UDI#: (B)(4). Investigation summary: the complaint investigation for discrepant results when using the bd max gbs kit (ref. 441772) lot 4100629 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about obtaining a positive result that repeated negative when using bd max¿ gbs kit lot 4100629 for two samples. An instrument complaint on ct1678 mentioning several instances of suspected false positive results was opened during the same period. Upon investigation of the instrument complaint, multiple contaminated areas inside the instrument were found. Following the deep cleaning of the instrument, other positive results were obtained. The customer chose to retest positive samples obtained in runs 2397 and 2398 to confirm the results using bd max gbs kit lot 4100629, and one discrepant negative result was obtained in run 2399. Review of manufacturing records of the bd max gbs indicated that the lot 4100629 was manufactured according to specifications and met performance requirements. Customer provided database from instrument ct1678 for investigation. Since the non-conforming environmental monitoring in september 2024, that was resolved upon cleaning, no qc nor environmental monitoring samples revealed any contamination. Over the 14 positive samples obtained across runs 2397 and 2398, only one gave a discrepant negative result when retested in run 2399. Manual pcr curve adjudication of the discrepant sample (tested in run 2397; position b9 repeated in run 2399; position b1) revealed that the initial positive result was due to a late and low amplification curve in the fam channel (gbs target). A late CT value was obtained which is unexpected with the gbs assay since samples are tested following an enrichment step. No amplification was visible in the repeat sample in the fam channel (run 2399; position b1). The same kit and cartridge lots were used for both tests. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max gbs lot 4100629. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and a preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ gbs, a positive patient result was obtained. Sample test was repeated and the result was negative. There was no report of patient impact.

Manufacturer narrative:
D2: additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ gbs, a positive patient result was obtained. Sample test was repeated and the result was negative. There was no report of patient impact.